Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose readings of 30 mg/dl. It was also stated that the customer had sensor glucose vs blood glucose issues with the sensor. The sensor reading would be 100 points off the customer's actual blood glucose reading. The customer is not using the insulin pump and is still using injections. The customer is calibrating the sensor twice a day. The blood glucose reading was 243 mg/dl and the sensor glucose was 143 mg/dl. The customer was advised to turn off the sensor for a minute, turn it back on and calibrate with the current blood glucose reading of 226 mg/dl. The customer was advised to monitor the sensor.